Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
A trial patient reported they do not feel stimulation. The patient stated they got the trial on (B)(6) and when they left they were at .5 v. The patient stated they were told they were supposed to feel stimulation. The patient stated they can¿t feel it so they had increased to 7.0 volts to feel it. The patient noted they are afraid the lead got dislodged and that is why he couldn¿t feel stimulation. Additional information from a healthcare professional (hcp) reported the patient was directed to a manufacturer representative for troubleshooting. The hcp stated the patient spoke to device support in order to try and resolve the loss of stimulation and possible lead dislodgement. The hcp stated the root cause of the loss of stimulation and possible lead dislodgement is unknown. The hcp noted the patient is scheduled for repeat test lead insertion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Four weeks later, additional information received from patient reported that they had their trial taken out because the lead had come out. They believed the trial was taken out (B)(6) 2016. Patient stated they would be going back in on (B)(6) 2016 to get the trial done again. It was indicated that they had an unrelated spine injury 20-30 years ago that caused bowel issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.